Event description:
It was reported that on (B)(6) 2024, a 23mm mitral masters valve was selected for implant. The valve was sized with a 905 abbott sizer set. During device preparation, the leaflets were tested and moving normally. After implant, the valve leaflets were tested with a tester and the valve did not close completely; the leaflets did not have difficulty opening completely. Therefore, the valve was explanted; the patient had not been closed prior to explanting the valve. Upon explant, the leaflet was not tested again; a new 25mm mitral masters valve was successfully implanted. The patient's antithrombotic regimen consisted of heparin; the patient's latest international normalized ratio (inr) and inr history are unknown. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of difficulty in opening and closing the valve leaflets was reported. It was indicated that the leaflets were tested and moving normally prior to procedure. After implant, the valve leaflets were tested with a tester and the valve did not close completely. A returned device assessment to rule out any device related problem could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device.